Event description:
The following was reported to the hamilton medical ag: original complaint: the following is a description of the incident from the hospital: incident: the patient was receiving high flow o2 therapy via a c6 ventilator. Their o2 saturations suddenly dropped to 66%. The ventilator screen was showing oxygen off. Response: medical staff in attendance already due to ward round. Oxygen delivered to patient via bag and mask. Tried ventilator on o2 cylinder to determine if it was a pendant supply however vent still showed o2 off. · ventilator removed from use and reported to mebs. Replacement ventilator set up and put into use without issue. Attached are the event logs that show the o2 sensor being deactivated the evening before the incident at 21:03:16, then the subsequent incident the following morning around 11am. The "oxygen off" message (shown in attached screenshot) that is displayed after deactivation of the o2 sensor is misleading, and has the potential to cause users to believe that there has been a loss of the o2 supply. This has now been communicated to clinical staff but I wonder if in future software versions this could be altered to read something like "oxygen monitoring off" or "oxygen sensor off", something to that effect would send a much clearer message to clinical staff.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag about one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a misinterpretation of the message displayed supposedly due to a lack of training. There was no patient or user harm reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: while in high flow mode, the o2 sensor could be switched off and the monitored value displayed as off. This is believed to have confused the clincal team as they thought there was no o2 supply. The ebme staff were referred to the user manual. The indication on the screen could be clearer. Perhaps more training is required on the high flow mode. Investigation report ongoing.

Event description:
The following was reported to the hamilton medical ag: original complaint: the following is a description of the incident from the hospital: incident: the patient was receiving high flow o2 therapy via a c6 ventilator. Their o2 saturations suddenly dropped to 66%. The ventilator screen was showing oxygen off. Response: medical staff in attendance already due to ward round. Oxygen delivered to patient via bag and mask. Tried ventilator on o2 cylinder to determine if it was a pendant supply however vent still showed o2 off. Ventilator removed from use and reported to mebs. Replacement ventilator set up and put into use without issue. Attached are the event logs that show the o2 sensor being deactivated the evening before the incident at (B)(6), then the subsequent incident the following morning around 11am. The "oxygen off" message (shown in attached screenshot) that is displayed after deactivation of the o2 sensor is misleading, and has the potential to cause users to believe that there has been a loss of the o2 supply. This has now been communicated to clinical staff but I wonder if in future software versions this could be altered to read something like "oxygen monitoring off" or "oxygen sensor off", something to that effect would send a much clearer message to clinical staff.